Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) was confirmed. As received, the monitor exhibited abnormal shutdowns. Upon evaluation, the pads of j2005 were shorted and the j4 connector was broken from the auxiliary pca board. In addition, the monitor programming was corrupt. The cause of the test failure is the shorted pads, broken connector and corrupt programming. The root cause of the shorted pads was a result of the broken j4 connector. The root cause of the broken connector was unable to be positively identified. The root cause of the corrupt programming was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) indicating that it had abnormal shutdowns.